Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 226 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 177 mg/dl using truemetrix meter and 176 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is 03/25/2017. The meter memory was reviewed for previous test result history: the 226mg/dl (B)(6) 2017 10:25 am fasting:yes, the 245mg/dl (B)(6) 2017 10:20 am fasting:yes, the 113mg/dl (B)(6) 2017 08:14 am fasting:yes, memory concerns:245mg/dl and 226mg/d. Customer had a bowl of cereal and pear at around 8:15 am. Because the control solutions is reading within range, customer's blood sugar is lowering down, customer is satisfied that the meter is working properly and denies replacement.